Manufacturer narrative:
The reported device was returned to conmed for evaluation and service. Functional testing revealed the device had proper output and peak voltage in all modes. The bezel and rediplug were disassembled and no signs of scorching/charring/burning were visible. This complaint report was unable to be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed two prior similar complaints have been reported for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable and within alignment of current risk documents. A risk analysis was performed and is consistent with predicted post market risk. The instructions for use advise the user to have a hospital qualified biomedical technician test the unit periodically to ensure proper and safe operation. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the rediplug caught fire on a 60-8005-001 system 5000 esu. To date, additional patient and event information have not been made available by the initial reporter. No patient or user injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.